Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, scratches on the screen making it hard to read the display, buttons were hard to press, slower and louder prime process, had a no delivery alarm. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify prime/fill anomaly, no delivery/occlusion alarm, low battery alert greater than 1 week anomaly, time/clock anomaly and back light anomaly due to buttons not responding. Pump received with cracked battery tube threads and cracked case display window corner and minor scratched lcd window.